Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and (B)(6) 2003 and a mesh was implanted. The patient had bard pelvicol acellular collagen matrix and ams sparc sling with tensioning suture implanted as well, dates were not clarified. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-04164. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced severe sui, abdominal pain, pelvic pain, suprapubic pain, elevated wbc, rectal bleeding, chronic and severe uti¿s, blood in urine, lower back pain, pain in pelvis and vagina that radiates down both thighs and legs, urine odor, vaginal scarring, dyspareunia, recurrent prolapse, abdominal & pelvic muscle spasms, diaphoresis, cervicalgia, constipation, rectal and colon issues, pelvic phleboliths, granulation tissue in mid-portion of vagina, severe and chronic right lower quadrant and pelvic pain of an uncertain etiology, pelvic mesh migration and adhesions. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2014-04164 and 2210968-2014-07990. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted due to pelvic organ prolapse and stress urinary incontinence. It was reported that the patient underwent the concurrent procedures of abdominal sacral colpopexy, abdominal enterocele repair, bso, panniculectomy with ventral incisional hernia repair during mesh implantation. It is also reported that the patient experienced pain, erosion of internal tissues, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring and has undergone additional surgeries and revisionary procedures. It was reported that on (B)(6) 2007 the patient underwent a colonoscopy. It was reported that patient underwent a cholecystectomy on (B)(6) 2011. (B)(4).